Manufacturer narrative:
An incomplete description of the event was provided by the user facility to the distributor. The distributor forwarded this description to the manufacturer. The manufacturer and the distributor both attempted to clarify the correlation between the event and the use of the product. Several attempts were made to contact the user facility in order to obtain more information. However, all attempted requests for information were ignored by the user facility. No details are known on what role, if any, the product may have played in the event.

Event description:
A user facility which uses this product to disinfect medical devices indicated patient reactions may have occurred after using this product on equipment.